Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage at the fillport. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 25, 2020 - june 26, 2020. The device was received for evaluation. A functional leak test was performed by filling the device with green colored water. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. The potential cause of the leak at the fill port may be due to a small air pocket inside the fill port which may look like a leak at the fill port, but it's actually not a leak. Air pocket during fill is considered use-related factor. The product labeling, instructions for use indicates the proper filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.